Event description:
It was reported that during prep, the protective sheath was very difficult to remove from the voyager nc balloon. The sheath was removed; however, and the dilatation catheter was advanced and placed inside an unspecified stent for post-dilatation. When the device was pressurized, the balloon inflation could not be seen. Thinking that the balloon had inflated with air only and that there was possibly an issue with the contrast, negative pressure was applied and the device was pressurized again, but with the same results. There was no indication of a rupture. The catheter was removed from the patient and an attempt was made to inflate the balloon on the back table, but the balloon still did not inflate. The procedure was completed using a new balloon for post-dilatation. There was no significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the shaft and on the balloon, consistent with the catheter advanced into the patient anatomy. The balloon was tightly folded. The distal shaft was stretched and necked down at the midlap joint for a length of .5 mm. The protective sheath was not returned which may have aided in the investigation and determination of cause. Factors that can contribute to difficulties removing the protective sheath include, but are not limited to, manufacturing, damage to the protective sheath, mishandling, or oversized balloon due to partial inflation. The 2/3 collapsed balloon profile was measured and met manufacturing criteria. The reported difficulties inflating the balloon were unable to be confirmed as a new indeflator, filled with contrast, diluted 1:1 with water was used to inflate the balloon to the rated burst pressure with no damage noted to the balloon. The inflation and deflation times were measured and met manufacturing criteria. It is likely that as resistance was encountered removing the protective sheath, the shaft was inadvertently pulled on, resulting in the shaft stretching noted. This stretching of the shaft may have contributed to the difficulties inflating the balloon as the inflation lumen would have narrowed, however, as noted, return analysis was unable to confirm the reported difficulties inflating the balloon and a conclusive cause for the difficulty removing the protective sheath could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined. This type of reported event will continue to be monitored. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. A sampling of units is inspected for sheath inner diameter and proper balloon fold. All dilatation catheters are 100% visually inspected and leak tested prior to packaging.